Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab blood in helium pathway is confirmed. During the investigation, the iabc central lumen was noted broken near the iabc distal tip, which caused blood to enter the helium pathway. The root cause of the complaint is undetermined. A potential cause is customer handling. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
Chief of perfusion reported that the intra-aortic balloon (iab) was inserted in the or without visualization. Immediately after insertion into the patient, large amounts of blood were noted in the gas line tubing. Pumping was not initiated. Iab was immediately removed and replaced. Iab was noted to be "fractured / bent" in the body of the iab. Perfusion reported that the iab may have been inserted too high in the arch. The second iab was inserted without difficulty or issue. Patient remained stable. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
Chief of perfusion reported that the intra-aortic balloon (iab) was inserted in the or without visualization. Immediately after insertion into the patient, large amounts of blood were noted in the gas line tubing. Pumping was not initiated. Iab was immediately removed and replaced. Iab was noted to be "fractured / bent" in the body of the iab. Perfusion reported that the iab may have been inserted too high in the arch. The second iab was inserted without difficulty or issue. Patient remained stable. There was no report of patient complications, serious injury or death.